Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, and no outer abnormalities were noted on the sheath. However, the packaging was not returned, and no images showing the packaging and missing adhesive were provided within the complaint. Due to insufficient evidence, the cause of the allegations cannot be established. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the sterile packaging was not sealed which potentially compromised the sterility of the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf) a faradrive sheath was used. The sheath was removed from the packaging and inserted into the patient, but after insertion it was discovered that the sterile packaging for the device was never sealed at the bottom and did not have adhesive present on it. This was not realized by the hospital staff when the sheath was prepared, as the sterile packaging was folded up and gave the initial impression that it was sealed. The sheath was still used to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sterile packaging was not sealed which potentially compromised the sterility of the sheath. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation (paf) a faradrive sheath was used. The sheath was removed from the packaging and inserted into the patient, but after insertion it was discovered that the sterile packaging for the device was never sealed at the bottom and did not have adhesive present on it. This was not realized by the hospital staff when the sheath was prepared, as the sterile packaging was folded up and gave the initial impression that it was sealed. The sheath was still used to complete the procedure. No patient complications were reported. The sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.